Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that an alarm was generated when the insulin pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose level was 280 mg/dl. The customer was able to clear the alarm and rewind the insulin pump. The customer was able to perform displacement test. The customer also reported that they received the pump error 4 times. The customer received the pump error while rewind. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.